Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .129 offset at the tips, this indicates that the likely cause of bending was overloading at the tip. The electrical continuity test passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. An additional observation not reported by the site was scratches on ths surface of the distal pulley. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.